Event description:
During a hemaorrhoidectomy procedure, the device would not cut and only partially stapled. The surgeon had to pull to remove the instrument. Hemorrhage occurred and was stopped rapidly with bipolar coagulation. No blood transfusion was needed.